Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of around 40 mg/dl at the time of the incident. The customer experienced symptoms such as inability to move and seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also complained about not receiving a quick serter and had rotator cuff surgery as well as experiencing insertion issues and bent cannulas in the past. The insulin pump will not be returned for analysis.